Event description:
The account alleged the brakes were not locking. No pt impact.

Manufacturer narrative:
The service technician found the pedal not fully depressed to engage the brake. The technician in-serviced the account on bed functions to resolve the issue.